Event description:
The customer reported that she was hospitalized with blood glucose levels over 600 mg/dl. The customer also had an abscess on her liver. The customer stated that her blood glucose levels elevated due to an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.